Event description:
The customer reported fluid leakage from the t-connector. There was no report of pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No prod will be returned per customer. The customer complaint could not be confirmed because the prod was discarded and not returned for failure investigation. The root cause of this failure was not identified.